Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-19401.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the sensor readings were inaccurate. The customer's blood glucose was 476 mg/dl. The insulin pump alarmed change sensor and calibration error. The customer delayed blood glucose entries due to having delivering insulin and eating. He was adhering to calibration recommendations and was advised that the sensor may have been malfunctioning. The sensor reading was 46 - 47 mg/dl when the customer's blood glucose was 80 mg/dl. The customer was advised to replace the sensor and change the insertion site.